Manufacturer narrative:
Patient information was not made available from the site. Event date estimated as site could not provide the actual date. On 10/20/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/21/2015 a medtronic representative, following-up at the site, reported the site could not remember the date this occurred or the patient demographic information. Reported issue could not be replicated and the system is functioning as intended. Return requested for mobile field generator. No parts have been received by manufacturer for analysis. Probable cause of the reported behavior is deemed likely emitter placement. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that a few weeks ago during an axiem procedure using their navigation system, they experienced intermittent tracking. The site was able to resume tracking instruments properly and continued the procedure. No further details were provided. There was no delay of therapy was reported. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.